Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. Based on the available data, a general reagent issue could be excluded. The field service engineer (fse) found that the ball bearings of the sample pipettor were worn and replaced it. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable albumin bcp results for 1 patient sample on a cobas 6000 c501 module. The doctor questioned the low initial result which prompted the customer to repeat the sample. The initial result was 1167 mg/dl. The repeat result was 4331 mg/dl.